Event description:
While servicing the ventilator, the manufacturer's service technician reported the power supply snubber board exhibited signs of overheating. The ventilator was not in use on a patient therefore there was no patient harm or involvement. The service technician replaced the power supply to correct the finding. The power supply was returned to the factory for evaluation. Analysis of the power supply revealed a shorted diode. During ventilator operation, this finding could result in a failure of the power supply during use, which could cause the ventilator to shut down or switch over to backup battery power if equipped.